Event description:
It was reported that during a gyn procedure, the device was not grasping very well and the tip was loose. Anoter instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade scorched and the tissue pad melted and partially missing. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. This usage results in the scorching of the blade which can lead to the blade cracking and in some rare occasions breaking. When excessive tissue and body fluids are trapped in the inner tube assembly, the instrument will tend to smoke. It is recommended that when this situation arises, the clamp arm blade interface should be cleaned of blood and body fluids. The device was tested with a generator and was functional. The instrument did not smoke or lockout the generator. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. Our instruction insert states: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument." Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.